Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(6) study. It was reported that there was radial stent deformation. The 90% stenosed 65mmx5mm tasc ii a target lesion was located in the right distal superficial femoral artery (sfa). In (B)(6) 2016, the lesion was treated with predilation and placement of a 6x80 130cm eluviatm drug-eluting vascular stent system. Following post-dilation, residual stenosis was 30%. A baseline core angiography finding on the day of the procedure noted radial stent deformation in the right distal sfa. The following day, the patient was discharged on dual antiplatelet therapy. There were no patient complications reported.